Manufacturer narrative:
(B)(4). Batch #n90d8l. The batch records were reviewed and no discrepancies were found with this batch during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device and the hand piece started to go freewheeling as soon as they were tighten. To divide devices they had to force and the hand piece broke. The pin and the gold ring of the hand piece are broken. Another device and hand piece were used to complete the case. No patient consequences